Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus for a meal but did not consume as many carbs as the customer had initially planned to consume. Reportedly, blood glucose (bg) level decreased to 42 mg/dl. To treat the low bg level, the customer consumed carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.